Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the patient presented with erosion of the vagina and a ¿kinked ureter.¿ reportedly, a xenform graft was placed for treatment, and the patient remains hospitalized. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.